Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported by a patient family member than at device implant, it was conveyed that the battery would last for almost 10 years or more, but about 7 years later, it was stated that the device would need to be replaced within 2 months due to depletion. The patient family member questioned by the device battery had depleted earlier than specified. The device will be explanted and replaced, but it remains in use now. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.